Event description:
The customer observed a false nonreactive architect syphilis result for one male patient with acute heart failure. The architect syphilis result was 0.83 s/co (<1.00 s/co is nonreactive), repeat results were 0.85 and 0.81 s/co. Tppa and gold standard results were positive. The patient's previous abbott result 1.31 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect syphilis result for one male patient with acute heart failure. The architect syphilis result was 0.83 s/co (<1.00 s/co is nonreactive), repeat results were 0.85 and 0.81 s/co. Tppa and gold standard results were positive. The patient's previous abbott result 1.31 s/co. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history review did not identify any non-conformance's or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent was identified.